Event description:
It was reported that the "lock" key is not functional or has to be pressed multiple times to lock or unlock the keypad. The device will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Keyboard is out of mechanical specification. Collapsed lock key.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.